Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site and loss of effective coverage due to migration of both leads. Reportedly, patient had fall and weight loss. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, the ipg leads were repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.